Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer was taken to emergency room and intensive care unit due to high blood glucose and vomiting on (B)(6) 2020 with the blood glucose level of 41 mmol/l. The user alleged the insulin pump was under delivering insulin due to high blood glucose level. It was reported that the customer had reported other high blood glucose levels which were 21.4 mmol/l , 22.7 mmol/l , 22.5 mmol/, 28.1 mmol/l. Customer was treated with manual injections. Customer experienced symptoms such as nausea and tiredness. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.